Event description:
The customer requested a log review; it was reported that a channel "programmed correctly" to infuse 250 ml of ns at 10 ml/hr infused the entire volume in less than an hour. Customer stated that no other fluids infusing into the other channels were incorrect. No patient harm or medical intervention was reported. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Devices not received. Log review only. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.